Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the surgeon had issues verifying multiple instruments during a case. The site repositioned the emitter with no resolve. There was a reported delay of less than one hour and no reported impact to patient outcome.